Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the ECG data from the event was provided for review. Evaluation of the ECG data found that the ECG waveform in question appeared as ventricular fibrillation due to the presence of motion artifact during the analysis period. The data indicated that the patient was presenting a more organized rhythm prior to and after the analysis. Motion artifact was a factor, however we were not able to determine the source of the motion artifact. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. This report has been closed as met specifications. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.